Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 when attempting to deliver a bolus. Customer's blood glucose level was 192 mg/dl, which was addressed with a manual injection. The customer was able to reload the cartridge successfully and resume insulin delivery.